Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's cartridge was bent and damaged at the pigtail. The customer's blood glucose was 342-343 mg/dl. Customer loaded a new cartridge successfully.